Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their silhouettes and prosets cannulas bending. The customer states their levels had gone up to 450mg/dl. The customer treated with pump. The customer states they had issues with their sensor and blood glucose readings. Troubleshoot for the readings and bent cannula was conducted. The customer was advised replacements would be sent.